Event description:
It was reported that the patient was experiencing "pain and shortness of breath" when walked on the incline. Discussed key features of pacemaker so the patient can have discussion with the cardiologist and the device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.